Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the distal and of the shuttle. The sealant was exposed beyond the slit of the shuttle tube. The shuttle cartridge tubing was dissected to expose the sealant. Blood was observed on the full length of the sealant. The advancer tube was found inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. The advancer tube for the returned device was able to properly engage the tamp locks. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that "during the deployment the advancer tube was not present upon removal of the sheath". The patient was converted to approximately 20 minutes of manual compression per hospital protocol. The patient was reported as hospitalized for an unrelated and unspecified reason.